Manufacturer narrative:
No review of proper procedures was conducted due to multiple unsuccessful attempts at reaching the home patient and the home patient's nurse.

Event description:
A home pt contacted baxter's technical service ctr. Regarding a system error 2240 msg. That appeared on the display of the home pt's homechoice machine during the initial drain cycle of her automated peritoneal dialysis therapy. Per initial reported, the home patient stated that she may have connected her transfer set to the patient line of the homechoice set before the prime cycle was completed. Baxter's technical service ctr. Assisted the home pt. In ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.